Event description:
It was reported that during the routine post-op check, this right ventricular (rv) lead was exhibiting high capture thresholds. The trending showed that the rv thresholds had increased from 0.4v to 2.5v. While on auto capture, and then suspended. The patient was in sinus rhythm, and 7% rv paced. Initially, programming changes were made, and the output was increased. Approximately one week later, surgical intervention was performed, and this lead was repositioned. Satisfactory measurements were observed post-op, and the patient was discharged the same day. This device remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.